Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited p-wave amplitude variation and under-sensing on the atrial channel. No intervention was performed. There were no patient consequences.